Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 0.41 mg/day via an implantable pump for spinal pain. An inflammatory mass was reported. The inflammatory mass was diagnosed with an MRI. It was noted that the patient noticed increased back pain at the beginning of (B)(6) 2016 and was experiencing new weakness in their legs as well as urinary incontinence. The healthcare provider (hcp) filled the pump with saline on (B)(6) 2016. It was unknown if they bridged the old drug. The patient was then referred to a neurosurgeon. The cause of the issue was unknown and the resolution was unknown, however an MRI was ordered on (B)(6) 2016. Additional information has been requested regarding the results of the MRI and the outcome of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp). The results of the updated MRI that was ordered on (B)(6) 2016 was that there was no granuloma. The inflammatory mass had resolved. No further information was provided.